Event description:
Patient was smoking with oxygen on, igniting oxygen cannula. Patient's home caught on fire and fire department found patient deceased on the couch. This report was delayed due to waiting on obtaining pending official autopsy from medical examiner. This report was delayed due to waiting on obtaining pending official autopsy from medical examiner. Toxicology is still pending. This was the patient's own oxygen concentrator, not provided by (B)(6) hme vendor. The entire home was destroyed in the fire and no one was allowed into the home. Unable to determine who the oxygen was provided by as the fire marshall report only listed that oxygen was involved in this incident and did not include other details related to the oxygen. Will be reporting as manufacturer unknown.